Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of erratic blood results. Caller refused to perform a blood tes at this time. Meter memory results were: (B)(6) 2013 at 8:34a 106mg/dl. (B)(6) 2013 at 8:33a 71mg/dl. (B)(6) 2013 at 8:31a hi. (B)(6) 2013 at 8:27a 179mg/dl. (B)(6) 2013 at 9:27p 81mg/dl. No adverse event reported. Product not yet returned for evaluation. (B)(4).